Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet touch screen was cracked when tubing became wrapped around a crutch and the crutch struck the device. Following the damage, the screen was not usable, and the user could only wake the pump but not access other functions such as meal announcements. Blood glucose was not affected, and no symptoms or medical intervention were reported.